Event description:
Hospital acute care staff responded to an unconscious, unresponsive, pulseless pt. The device was connected to the pt with disposable defibrillation/ECG electrodes in AED mode and the analyze button pressed. According to the reporter, the device alarmed "connect electrodes" and displayed what appeared to be coarse vfib on the device's monitor screen. A backup device was called for and used to analyze the pt's ECG in AED mode. The device advised no shock and the monitor screen displayed a pea rhythm that matched the pt's clinical condition. The pt was not resuscitated. The risk manager stated the pt's death was not caused by or contributed to by the incident because the pt's rhythm was non-shockable and the pt was not viable.